Event description:
Robotic-assisted laparoscopic nephroureterectomy for renal pelvis transitional cell malignant neoplasm.this started as a robot-assisted procedure but was converted to an open procedure. During robotic nephroureterectomy a stapler was being used to cut an artery, stapler was fired but could not be removed. The cartridge appeared to have come out of the stapler. Stapler was holding the artery closed and it was decided that the case must be converted to open in order to removed the stapler safely. Later, during the open procedure, another stapler (same make/model) had same problem.the procedure was long and there was an estimated 1000 ml blood loss. The patient had a hct of 19 post op and received 2 units of prbc. The patient is presently awake and alert.what was the original intended procedure?robotic-assisted laparoscopic nephroureterectomy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.